Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The vent failed the troubleshooting final test at pressure & oxygen blending performance. Bench testing reveals that the o2 (oxygen) blender is creating the non conformance. The o2 (oxygen) blender was replaced with a good known test o2 (oxygen) blender and the vent vent passed the pressure & oxygen blending performance.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported that they are still experiencing the same issues with the ltv (lap top ventilator) 1200 ventilator. It has failed during transport several times. At this time, there is no information regarding patient involvement associated with the reported event.